Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of damaged catheter was confirmed. The product returned for evaluation was one 5fr dl groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the proximal end of the extension tubing. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the extension tube allegedly teared upon attempting to flush the device using a syringe because there was an occlusion. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the extension tube allegedly teared upon attempting to flush the device using a syringe because there was an occlusion. There was no reported patient injury. No other information provided.